Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing 20 units while caller expected about 180 units and noting a significant difference despite insulin continuing to be delivered. There was no reported impact to the customer¿s blood glucose level. Caller confirmed proper cartridge preparation, did not reuse or overfill cartridge, was able to reload same cartridge with guidance from technical support, declined suggested test bolus to update estimate, and planned to monitor pump and follow up if necessary, with no additional information received regarding the outcome of the event.